Manufacturer narrative:
A same serum sample was used for both initial and repeat tests. The customer stated that qc was within established ranges before the event. The customer stated that the crem reagent had just been changed prior to running the sample. The customer believes issue was caused by not out-gassing the reagent properly before installing it on the instrument, which caused bubbles in the cup. The customer did not want service. The customer did not want service.

Event description:
A customer contacted beckman coulter inc. (Bec) in regards to an erroneously high creatinine (crem) result of 4.5 mg/dl generated by synchron lx20 pro clinical system. The erroneous result was reported out of the laboratory, and the physician questioned the result. Repeat testing produced a lower result of 0.8 mg/dl. There was no change to patient treatment or diagnosis.